Event description:
It was reported that the patient underwent surgical intervention to replace and relocate the artificial urinary sphincter (aus) pump due to discomfort caused by location of component tubing. The pump was explanted and replaced in a more suitable location. No additional patient complications were reported.